Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that sheath is torn - during use. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the fiber tissue clearly shows a break / tear in the tissue. Several weaving fibers are completely severed / torn. The examination of the 495nncsc lot un46 fiber optic cable that we have shown, as described by the customer, damage to the silicone sheathing about 30 cm after the connection on the optic side. The silicone sheath is torn and folded over about 1 cm after the point of damage. The fiber tissue underneath is torn. Silicone coating torn, fiber tissue torn/broken. The damage observed indicates mechanical damage during the use of the light cable and is not due to a production/manufacturing defect. The event is filed under internal karl storz complaint ID:(B)(4).